Event description:
The patient reported that patient got "zapped when the patient moved from a sitting to a standing position, and at the store's security system". The hcp confirmed that patient contacted them about a medication refill but did not mention going through the store's security system. The hcp assumes that the patient did not experience any injury from this. The physician and staff manual provides the following information: warning: some theft detectors (those with gateways that patrons walk through) found in public libraries, department stores, etc. And airport screening devices may cause the ipg output to switch on or off. It is possible that patients may experience a breif increase in their stimulation level as they pass through these devices-even when the ipg is off. Some patients may consider this experience as uncomfortable, "jolting" or "shocking".